Event description:
It was reported that the patient arrived at the hospital complaining of dizziness and "other symptoms". An electrocardigram revealed an intrinsic heart rate of 40 bpm and no pacing. The device was removed and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.